Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
The pace/sense portion of this lead was capped and replaced due to noise. There were no adverse patient events reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
(B)(4) 2018 - this lead was explanted and replaced on (B)(6) 2018. Oversensing was also noted. Upon receipt, the lead under complaint was found cut approx. 20 cm distal to the is-1 connector pin. The proximal and the distal lead fragment were returned for analysis. The visual inspection revealed multiple severe extraction damages. The distal lead fragment was excessively stretched. The insulation body was torn up and the conductor cable to the svc coil was partly pulled out of the lead body. Blood infiltration was noted within the lead's lumen. Both shock coils were deformed. Furthermore the analysis showed signs of wear along the lead fragments. In particular close to the svc shock coil and close to the rv shock coil the insulation was rubbed through which can be considered the root cause of the clinical observation reported in the complaint text. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. The extent of the extraction damages suggest a significant ingrowth of the lead which may have impacted the lead's motion. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
(B)(4) 2018 - this lead was explanted and replaced on (B)(6) 2018. Oversensing was also noted. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.